Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the trial leads were explanted before scheduled removal date due to severe procedural pain at patient's back and the patient went to the emergency room. The leads were removed and discarded and will not be returned to the manufacturer.